Event description:
As reported by the affiliate, the physician needed to use extra force in order to deploy an 8x150mm smart control stent, and the stent was shortened by about 30mm. An 8x40mm smart stent was placed in the lesion. There was no reported patient injury. The target lesion was a right superficial femoral artery with heavy calcification and 100% stenosis. The vessel was moderately tortuous. The lesion length and diameter was unknown. For the procedure, an 8x150mm smart control stent was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. After prep, the 8x150mm smart stent was delivered to the target lesion. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) towards the lesion and it did not have to pass through a previously placed stent. It was not reported if thrombus was present proximal to, at, or distal to the lesion. The lesion had been pre-dilated prior to stent implantation. There was no difficulty or resistance noted while crossing the lesion with the sds. The smart control locking pin was in place during advancement towards the lesion, and the pin was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the sds was held flat and straight outside the patient; however, it is unknown if the catheter was in an acute bend while attempting to deploy. During deployment, an extra force was required to deploy the stent and the stent was placed shortened about 3cm. It is unknown which end of the stent was uncovered due to the shortened stent. The stent expanded fully with good wall apposition. After deployment, the sds was easily removed from the patient. Then, an 8x40mm smart stent was placed in the lesion. The procedure was finished successfully. There was no reported patient injury. The patient is currently stable.

Manufacturer narrative:
This device remains implanted in the patient; therefore, it is not available for analysis. The device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: as reported by the affiliate, the physician needed to use extra force in order to deploy an 8x150mm smart control stent, and the stent was shortened by about 30mm after deployment. An 8x40mm smart stent was placed to fully cover the lesion. The target lesion was a right superficial femoral artery with heavy calcification, moderate tortuousity and 100% stenosis. The lesion length and diameter was unknown. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. After prep, the 8x150mm smart stent was delivered to the target lesion. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) towards the lesion and it did not have to pass through a previously placed stent. It was not reported if thrombus was present proximal to, at, or distal to the lesion. The lesion had been pre-dilated prior to stent implantation. There was no difficulty or resistance noted while crossing the lesion with the sds. The smart control locking pin was in place during advancement towards the lesion, and the pin was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the sds was held flat and straight outside the patient; however, it is unknown if the catheter was in an acute bend while attempting to deploy. During deployment, an extra force was required to deploy the stent and the stent was shortened about 3cm. It is unknown which end of the stent was uncovered due to the shortened stent. The stent expanded fully with good wall apposition. After deployment, the sds was easily removed from the patient. Then, an 8x40mm smart stent was placed in the lesion and the procedure was finished successfully. There was no reported patient injury. Review of lot 15969597 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that the operator's interaction, the use of extra force during deployment, with the sds may have contributed to the reported event if the IFU steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, vessel or procedural factors may have impacted the event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.